Manufacturer narrative:
(B)(4). Evaluation summary: baxter received one sample containing 100 ml of fluid in the reservoir. The reported condition of no flow was confirmed. Visual examination of the unit noted excessive white crystallized drug inside the delivery tubing. A functional test was attempted on the unit, but flow was not readily observed at the distal luer. The root cause was determined to be drug crystallization. No other observations were noted on the unit. No repair was done, as this is a single-use device which will be discarded. Baxter will continue to monitor similar reports to determine if further actions are required.

Manufacturer narrative:
(B)(4). This device is manufactured for distribution outside of the united states and does not have a 510(k) number. However, this product is being reported because it is same as or similar to a product distributed within the u.s. The batch review revealed that all of the acceptance criteria were met to release the lot. There were no non-conformances, failures, rework, or deviations related to the lot. There were no changes to specifications, test methods, process, equipment, or raw materials that could be associated with the reported condition. The device was returned to baxter and is currently in the process of being evaluated. A follow-up report will be filed upon completion of the evaluation or if any additional details become available.

Event description:
Baxter (B)(4) received a report that an infusor had delivery stop during patient use. It was observed that delivery stopped after 130 hours of use, with 30 ml of solution remaining in the device. There was patient involvement, but there was no report of patient injury, medical intervention necessary, or adverse reaction in association with this event. No additional information is available. This condition interrupted therapy.